Manufacturer narrative:
A kinectiv locking stem inserter was returned. Visual inspection identified that the blue sleeve was fractured. An indentation was observed in the blue sleeve along the crack from the lever locking mechanism. No other damages were identified. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that at the beginning of the surgery, when or staff opened the instrument case for preparation, the blue sleeve at the tip of kinectiv inserter was found cracked. No patient involvement.